Event description:
The customer reported that during a c-section delivery, a flame emitted from the pencil and created a 5 mm burn on the pt. The surgical drapes also caught on fire. The pt burn was treated with dermabond. The site is not sure if the device or generator may have contributed to the incident. The degree of burn is unk.

Manufacturer narrative:
(B)(4). Testing found the electrodes to pass resistance, hipot and continuity testing. However, visual inspection found evidence of eschar and charring. The instructions for use warn that tissue build-up on the electrode can pose a fire hazard. The electrode should be wiped often with moist gauze. Eval of the concomitant generator found it to function normally and within specifications.